Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A kink was evident to the transitional shaft at the exchange joint. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity drug-eluting stent was attempted to be used to treat a severely calcified, severely tortuous lesion with 100% stenosis, located in the ostium of the left anterior descending (lad) artery. The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered whenadvancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to excessive calcification. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury was reported.